Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) could not be used normally as it could not be pressed, resulting in the inability of the penis to achieve an erection. A surgical procedure was performed to remove and replace the ipp. No patient complications were reported.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) could not be used normally as it could not be pressed, resulting in the inability of the penis to achieve an erection. A surgical procedure was performed to remove and replace the ipp. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, the cylinders and pump of this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Microscope examination revealed that both cylinders had a hole in the proximal end of the cylinder from sharp instrument. Both cylinders had wear at fold in the proximal end and middle of the cylinder. Both cylinders had a leak from sharp instrument in the proximal end of the cylinder. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the spring was found to be misaligned in the pump. No leaks were found in the pump. The pump passed the functional test. The reservoir was microscopically inspected and tested for leaks. The reservoir passed the visual inspection. No damage or abnormalities were found. No leaks were found in the reservoir. Based on the information available and analysis results, the sharp instrument damage is considered a secondary failure, so the allegation of inflation issue and mechanical issue are unable to be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause not established was assigned to this investigation.